Manufacturer narrative:
The reported issue was confirmed as use related issue as the patient used the wick more than 12 hours. A potential root cause for this failure could be due to ¿user unaware of time limitation or forgets the patient was using the device." A device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "maintenance: 6. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Precautions: ¿ not recommended for patients who are: experiencing skin irritation or breakdown at the site warnings: ¿ discontinue use if an allergic reaction occurs. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." Correction: b h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the purewick female external catheter in the hospital was not changed for two and a half days and the customer thought that it gave them a bladder infection. Representative advised that wicks should be changed every 8-12 hours. It was unknown what medical intervention was provided for the bladder infection. Per follow up via phone on 25july2023, the customer was in the hospital and care staff left the purewick on the customer for 48 hours straight. Customer advised they were treated with antibiotics but did not believe they would have gotten the infections if the care staff have not left the unit on them for said time.

Event description:
It was reported that the purewick female external catheter in the hospital was not changed for two and a half days and the customer thought that it gave them a bladder infection. Representative advised that wicks should be changed every 8-12 hours. It was unknown what medical intervention was provided for the bladder infection. Per follow up via phone on 25 july 2023, the customer was in the hospital and care staff left the purewick on the customer for 48 hours straight. Customer advised they were treated with antibiotics but did not believe they would have gotten the infections if the care staff have not left the unit on them for said time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.